Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not available for return.

Event description:
Insulin infusion pump user reported his infusion site became infected and developed an abcess. Customer was in the hospital for 5 days on an unspecified antibiotic. Customer stated he had a reaction to the antibiotic and developed a kidney infection and damaged nerves in his legs. The customer stated he was released from the hospital after 5 days and has been out of work until today recovering at home. Customer confirmed he was using the infusion set to specifications and practiced site rotation. The infusion set is not available for return, replacements were sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.